Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis manifested by severe abdominal pain, and cloudy, ¿dark¿ pd effluent. The cause of peritonitis was unknown. One day after onset, the patient began treatment for the peritonitis with injection (inj) amikacin (1 gram, once a day) and inj vancomycin (2 grams, every fifth day) intraperitoneally. Three weeks after onset, the patient was hospitalized for the event. It was reported that the patient was not recovering from the peritonitis so the doctors were planning to remove the patient¿s peritoneal dialysis (pd) catheter (no further detail was provided). At the time of this report, the patient remained hospitalized, the peritonitis was not resolved, the patient was not recovered from the event, and dianeal/extraneal therapies were ongoing. No additional information is available.